Manufacturer narrative:
The last calibration performed on 22-aug-2021 was ok and there were no alarms. Quality controls were within range. Control data showed one level of control outside of range for a standby reagent pack, but repeat measurement was within range. The field service engineer removed and cleaned a vacuum bottle. The area around the vacuum bottle, the rack rotor drive area, the rack rotor housing, and rack rotor tension pulley were cleaned. The ends of vacuum tubing were trimmed and re-installed. Mechanism checks were performed, the rinse mechanism dispense levels were adjusted, and cuvettes were replaced. Incubation bath exchange and wash reaction parts maintenance actions were carried out. A cell blank measurement was performed. The position of the reagent cassette waste chute was adjusted. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they saw liquid on the top of the cuvettes on the cobas 6000 c (501) module. Two patient samples also had discrepant results for gluc3 glucose hk gen.3. No incorrect results were reported outside of the laboratory. The repeat results from the samples were believed to be correct. The first patient sample initially resulted in a glucose value of 29.4 mg/dl accompanied by a data flag. The sample was repeated, resulting in a value of 96.9 mg/dl. The second patient sample initially resulted in a glucose value of 41.9 mg/dl, which repeated as 120.5 mg/dl. The glucose reagent lot number was 555271. The reagent expiration date was requested, but not provided.